Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise on the ventricular lead was noted. The device was reprogrammed to resolve the issue. A lead revision is anticipated but not yet been scheduled. The patient was in stable condition.